Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found in the tip of the catheter. A 2.0 mm x 150 mm x 150 cm coyote¿ balloon catheter was selected for use. However, during preparation, it was noted that a foreign matter was found adhered at the tip of the catheter. The procedure was completed with a different device. No patient complications were reported and there was no patient injury.